Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the eyelids. About 48 hours after the injection, the patient experienced a gastrointestinal infection/gastroenteritis (unrelated to the device) and the patient developed late edema in the eyelids/dark circles. Patient also had palpable nodules in the region. Patient was treated with antibiotics. Patient also had "more 3 episodes" of late edema with intervals of months. On the 2nd episode, the patient had been treated with predsim. On the 3rd event, the patient was treated with hyaluronidase. Symptoms resolved after the treatment with hyaluronidase. After the injection, the patient began taking psychotropic medication.